Manufacturer narrative:
A ge service representative performed an investigation. The collimator was evaluated, replaced and then recalibrated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurence.

Event description:
The customer reported that there was a collimator iris pot error. This error occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.